Manufacturer narrative:
Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the physician was able to register just fine but when navigation started, the images were flipped. The nodule he was going was in the patient's left lower lobe but when navigating the software he was going down the patient's right side. The superd portion of the case was not completed by other means and procedure was rescheduled. The patient was under general anesthesia.